Event description:
It was reported that during a da vinci-assisted surgical procedure, the staff stated there was engagement issues and wouldn't work. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument failed initialization when connected to the generator. Error message of replace instrument¿ kept appearing after tightening the instrument on the hand piece of the generator. Self-test never completed. Additional observation not reported was that the instrument was found with a broken curved blade. Failure analysis found the additional failure of a broken curved blade to be related to the customer report complaint. Broken piece, approximately 0.48" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Additional observation not reported was that the instrument was found with teflon pad damage. Missing material, approximately 0.06¿ x 0.03¿, was not returned back. Failure analysis found the additional failure of teflon pad damage to not be related to the customer reported complaint. Although the device was found to have initialization failures during failure analysis, the failure mode determined does not meet the criteria of a reportable malfunction.